Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer had lost sensor issues on the insulin pump. The customer's blood glucose level was 87 mg/dl. The troubleshooting was performed. It was explained to the customer the cause and possible alarms. The customer was advise to monitor and call back if the issue recurs.